Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had problems with transmitter. Caller was assisted with issue. During call, caller reported physical damage of insulin pump. Caller reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 210 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump properly connected to the glucose sensor simulator. No low transmitter alerts, missing segments or partial display noted. The pump was received with minor scratches on the lcd window.